Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. During functional testing, repeatedly fails the delivery accuracy test was not reproduced. The device was tested for flow accuracy test and the error percentage of (B)(4). The event history log review was completed and no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate was out of adjustment. The pressure plate travel requires to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump repeatedly failed delivery accuracy test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.